Event description:
The customer reported the device failed to charge the battery. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device failed to charge the battery. No pt involvement was reported. The customer declined repair service. Based on the customer's report we are considering this a malfunction. We cannot determine the cause from the available information.